Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels higher than 300 mg/dl and was not able to correct the elevated levels via the infusion device even after changing the device's accessories. The patient thinks the infusion device delivers too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.